Event description:
Tube broke when removing.

Manufacturer narrative:
Evacuator, connector, and drain were returned for evaluation. Evacuator contained a "devol" label. The operator report stated the drain was a 00-2540-021-10, which is a zimmer catalog number. Drain was evaluated and found to meet specifications. Unable to determine cause of break. Suture was wrapped around drain when received to zimmer osp.